Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-compliant patient presented with pocket erosion. The cause of erosion was unknown. The device was explanted and replaced on (B)(6) 2018. The patient was stable condition before, during and after the procedure.